Event description:
It was reported that the patient recently had two seizures relatively close together, which is noted as an increase in seizures. The patient underwent prophy generator replacement due to the battery being at 11-25%. The explanted device was discarded per explant facility policy. Attempts for additional info have been made; no additional relevant info has been received to date.